Event description:
In 2004, the dr successfully implanted a hemobahn device into a pt to treat a popliteal aneurysm. In 2005, the dr observed a type IV endoleak. In 2005, a surgery was performed to evaluate the hemobahn device and treat the type IV endoleak. The pt recovered fine.